Manufacturer narrative:
(B)(4).

Event description:
Foreign distributor contacted dexcom on (B)(6) 2016, to report on behalf of a foreign patient, that on (B)(6) 2016, the patient experienced gaps in data. No additional event or patient information is available.